Event description:
It was reported that during the implant procedure, it was almost impossible to get a wire or stylet through the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis - the full lead was returned and analyzed. No anomalies were found.